Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). They stated the cause of the lead migration was unknown. The patient stated they had a fall but it was unknown if it caused the migration of the lead. The patient weight was unknown. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), (B)(4), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the rep reported a revision, the lead had migrated. It was noted the rep alleged the fall related to this issue. Patient mentioned had a fall in (B)(6) 2018 and noticed some changed in stimulation in (B)(6) 2018. No further complication and events were reported.